Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that a fuse popped in the socket and an electric fire in the socket occurred. No health consequences were reported.

Event description:
It was reported that a fuse popped in the socket and an electric fire in the socket occurred. No health consequences were reported.

Manufacturer narrative:
The investigation was based on the information received from the customer. During further communication it was found that an IV bag had leaked onto the power socket causing the issue. The fuse activated as specified and the machine was not considered at fault by the user. After fuse replacement the device was functional again. The workstation cc meets the requirements of iec60601-1. Risk management was performed according to dräger medical standards and iso14971. In particular, the risk of fire, caused by an overheated electrical component is mitigated by various risk control measures e.g. Material selection. As an overcurrent protection a fuse is inserted into the power cord socket of the device which disrupt ac mains from the device in an overcurrent situation. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.